Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that variation in r-wave sensing was observed. During interrogation decreased sensing, ataf episodes, external defib and low hv lead impedance was noted via (B)(4). Patient will be monitored.